Manufacturer narrative:
(B)(6)2019: tandem technical support reviewed t:connect logs and found that the basal rate may have been set incorrectly at the time of low bg. Upon follow up with customer, customer acknowledged that low bg was caused by the incorrect basal rate settings and indicated that the settings had been corrected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 35-50 mg/dl range with an unknown cause. Reportedly, the customer's fiance assisted the customer with treating the low bg by administering a glucagon injection. The customer also consumed food to address the bg. Customer was instructed to discuss bg levels with healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user from (B)(6) 2019 to (B)(6) 2019. User made all bolus requests by entering carbohydrate gram values without entering current bg and often while still having insulin on board (iob). On (B)(6) 2019, user set a temporary rate at 40% of basal insulin for 3 hours. Frequent adjustments were made to the personal profile settings, with basal rates varying from 0 units/hour at midnight to 2 units/hour in the afternoon. However, user informed tandem¿s customer technical support (cts) that the total daily basal rate was purposefully set to 0 units, and a basal insulin injection is taken daily instead of delivering basal insulin via the pump. Cts notified user that in fact only the midnight basal rate was set to 0 units/hour, with the remaining settings programmed to deliver approximately 20 units total daily basal insulin throughout the rest of the day. User acknowledged this as the cause of the low bg and has since adjusted all basal rate settings to 0 units/hour. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. The user¿s personal profile settings were in need of adjustment. There is no evidence that the pump experienced a malfunction or failure."